Manufacturer narrative:
The vessel sealer extend (vse) instrument has been transferred to engineering and evaluated for e-100 log review by the failure analysis engineering (fae) team. The initial failure analysis (fa) was confirmed. The customer's complaint could not be replicated. Energy delivery passed with no issues. A review of the e-100 logs shows a quantity of 17 seal events out of which a quantity of 12 had high initial starting impedance errors. It is possible that they tried to cut too thick of a tissue and it resulted in this error.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿vse sealing incomplete¿. The vessel sealer extend (vse) instrument was analyzed and the primary finding could not verify the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the digital signal processor (dsp) and master supervisory controller (msc) logs shows no errors. The probable root cause of the alleged vessel sealer sealing incomplete cannot be established nor confirmed, as the returned instrument performed as intended with no issues noted.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had incomplete sealing. The procedure was complete with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument has already been sent back. The instrument was inspected prior to used and nothing was observed out of the ordinary. Sealing and cutting tissue of abdominal adhesions (not the bowel) was the surgical task being performed at the time of the reported issue. The surgeon experienced incomplete sealing. The instrument worked for the first seal/cut cycle only. No errors occurred when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The sealing cycle was completed with the fast audible tones as expected. A minimal tissue effect was observed during the sealing cycle. The tissue was cut that was not fully sealed. The cut was made after ¿seal completed¿ tones were received for that seal attempt. This is how the customer was alerted to the reported issue of incomplete sealing. The target tissue was abdominal adhesions. The target tissue was at the appropriate tension. The tissue was not exposed to radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. There was minimal unexpected additional bleeding experienced by the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Based on the claim against the product noting insufficient sealing, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.